Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: feb 24, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half. The lens was cleaned and both halves presented with damage. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal lens was explanted because the patient was unhappy due to dysphotopsia. The lens was removed and replaced during a secondary surgical procedure with another johnson & johnson lens of a different model and diopter. No medical intervention was required. The patient is fully recovered. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: on (B)(6) 2024 (exact date is unknown). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.